Event description:
At 03:23am, IV tubing was changed and a new 500ml bag of heparin was hung. Routine blood sample taken at 03:35am. At 04:28 the lab called to report a critical result, the partial thromboplastin time (ptt) was over 100, indicating an overdose of heparin. Immediately the infusion was checked and the 500ml bag was noted to be empty. No leakage was noted and the floor was dry. Intended rate was 16.512ml/hr. Bag should have lasted about 24 hours but apparently went in over less than one hour. Patent was given protamine and placed on bleeding precautions. Pump was brought to engineering for evaluation and log file download. Log file shows the rate was programmed correctly and shows "air in line" when the bag went empty. Tubing set and bag were saved. Bag was refilled with distilled water and run on the pump at approximately the same rate. Rate accuracy was within 2%. Bag was pressurized and no excess flow or leakage was noted. No defects in the tubing or pump were noted. Free flow safety clip was tested and was working properly. Manufacturer response for infusion pump controller (brain), alaris (per site reporter). Pending evaluation. Manufacturer response for infusion pump module, alaris (per site reporter). Pump pc unit, module and tubing set sent to manufacturer for evaluation. Pending evaluation.